Event description:
On (B)(6) 2013, the reporter contacted animas alleging being unable to remove the battery cap from the pump. The reporter indicated that the battery cap was never replaced since starting on the pump earlier in the year. During the call with animas the battery cap was final able to be removed using pliers. The reporter confirmed no damage to the pump but indicated that the battery cap was very worn from attempting to remove the cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.